Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the ilet pump was unresponsive to touch and could not be unlocked until a firmware update prompt appeared, after which the user initiated the update and regained access. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no alarms. Investigation included remote troubleshooting and education that directed the user to execute a firmware update to resolve the unresponsive screen. Investigation of this case revealed that a software-related screen responsiveness issue occurred that was resolved through a firmware update without hardware replacement. It was concluded, based on previously established findings for similar reports, that the cause was a software anomaly addressed by updating device firmware.